Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic colonoscopy with polypectomy for treatment. The polyp was in the colon approx 40-50cm. The first resolution clip device was placed successfully. Due to the size of the polyp, the scope was placed in a retroflexed position to grasp the back of the polyp with the 2nd clip. This clip did grasp the tissue but would not release from the catheter. Attempts to remove/release the clip resulted in additional bleeding at the site which was treated via needle with epinephrine. No cautery was required. A 3rd clip was also successfully utilized. The procedure was successuful. The patient was noted to be in `fine' condition.